Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that she was getting a call your doctor screen on the recharger and it wasn¿t allowing her to charge. The patient reported that she turned her implant off because she couldn¿t charge and was now hurting because of this. The patient reported that she was on a bus and unable to determine what code was associated with the screen. The patient was advised to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was a 375 ins recharger (insr) code indicating antenna failure. A replacement antenna was sent. No patient complications were reported as a result of this event.